Event description:
When placing arterial line in patient, the wire got stuck in the catheter and when pulled out of the patient, the wire came unwound. No harm to patient. [Redacted patient information].